Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change error "occurred" with multiple cartridges. The customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 90-135 mg/dl.